Event description:
It was reported that there were sixty one asystole events stored over a two day period. The episodes were reviewed and were thought to be false asystole due to loss of contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.